Manufacturer narrative:
The report of the autopulse platform (sn (B)(4)) displayed a "system error, out of service, revert to manual CPR" error message could not be verified during functional testing and review of the archive data due to the missing processor board. Visual inspection was performed and found, unrelated to the reported issue damaged load plate cover as a result of mishandling, missing screws from the platform's cover and the encoder drive shaft does not rotate smoothly, exhibits binding and resistance. To address the damage, the load plate cover needs to be replaced and the sticky clutch plate deburred. The autopulse platform was manufactured in february 2011 and it is 8 years old, well beyond its expected serviceable life of 5 years. This type of physical damage found during visual inspection is characteristic of normal wear and tear for the age of the device. Following the processor board replacement, the autopulse platform was further tested and failed functional testing with user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) and user advisory (ua) 20 (drive shaft out of range) errors, unrelated to the reported complaint. The load characterization check was performed and verified that both of the load cells are out of specification. Load cells were found defective as a result of mishandling as it was verified by the physical damage of the load plate cover. User advisory (ua) 20 error message was cleared after moving the drive shaft to the home position. User advisory (ua) 20 error message was due to the encoder drive shaft not being within the normally acceptable range of positions. Typically, if the user advisory (ua) 45 (driveshaft not at "home" position after power-on/restart) error message is not resolved properly, it leads to user advisory (ua) 20 because the drive shaft is not restored at the home position. Following the service repair, the autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaints reported for autopulse platform sn (B)(4).

Event description:
During the shift check, the autopulse platform (sn (B)(4)) displayed an error message "system error, out of service, revert to manual CPR". No patient involvement.